Event description:
After an implantation period of about 9 months oversensing was reported.

Manufacturer narrative:
After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed that, matching the clinical observation, a bipolar lead error had occurred for the first time on (B)(6) 2017 (the day of the lead revision). In a next step. The pacemaker was inspected visually, and the connection system was examined. The screws and the drill hole dimensions of the atrial and ventricular channel were all within the dimensions defined in the standard. The examination of the spring elements showed that they were slightly widened, which could have led to a potential intermittent electrical contact and, consequently, to the clinical observation. The manufacturing process of this device was then reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In particular, a double check of the inner spring diameters during the production showed that they were within the accepted tolerance range. It can therefore be assumed that the spring elements were widened by the mechanical force impact during the re-contacting of the leads on (B)(6) 2017, which then led to the clinical complaint. In summary, a widening of the spring elements led to the clinical observation. Based on the fact that the pacemaker functioned properly up to the day of the revision and that the production documents did not show any anomalies, it can be assumed that the clinical observation was the result of the mechanical force impact during the lead revision. There was no material defect or manufacturing error.